Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. In addition, the following reportable malfunction was identified during the device evaluation: distal end has foreign objects, nozzle has foreign objects, c-cover has foreign objects. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a 227 scope communication error. The event had occurred during inspection for use. There were no reports of patient harm.